Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.00/+2.0/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as "lens too big".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
B3: 10-nov-2021. Claim#: (B)(4).